Manufacturer narrative:
It was initially reported that the returned product consisted of the watchman access system (was) along with a watchman delivery system (wds) with no implant. This was an error because the event stated that the closure device was recaptured. We have now received the correct wds. However, the was not returned for analysis. An updated device evaluation revealed that the returned product consisted of a watchman delivery system (wds) with the product pouch. The sheath, tip, implant and core wire were microscopically examined. The implant was received in a deployed state. There were flared/damaged anchor. The anchor damage is consistent to recapturing the device. The implant was measured and the device size was consistent with the returned product pouch and reported information. There were numerous kinks throughout the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. (B)(4).

Event description:
Same case as MFR: 2134265-2017-06354. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient as placed under local anesthesia instead of general anesthesia when the procedure was performed. A watchman ® laa closure device & delivery system (wds) was inserted through a watchman® access system (was). The was deep seated in the laa. During the procedure, the physician thought the positon of the first deployment was inappropriate. At the time he tried to fully recapture the closure; he observed the patient slightly moved. Contrast was injected into the laa and proved that a perforation had occurred, which led to a pericardial effusion which may have been caused by direct impact from the tines of the closure device. The closure device was immediately fully recaptured. The patient was under observation for 40 minutes and he was stable without cardiac tamponade. The patients¿ blood pressure and blood oxygen were both ok. However, the physician thought the patient should have an open cardiac surgery. After the open cardiac surgery, the patient was stable without any complications.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-06354. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient as placed under local anesthesia instead of general anesthesia when the procedure was performed. A watchman ® laa closure device & delivery system (wds) was inserted through a watchman® access system (was). The was was deep seated in the laa. During the procedure, the physician thought the positon of the first deployment was inappropriate. At the time he tried to fully recapture the closure; he observed the patient slightly moved. Contrast was injected into the laa and proved that a perforation had occurred, which led to a pericardial effusion which may have been caused by direct impact from the tines of the closure device. The closure device was immediately fully recaptured. The patient was under observation for 40 minutes and he was stable without cardiac tamponade. The patients¿ blood pressure and blood oxygen were both ok. However, the physician thought the patient should have an open cardiac surgery. After the open cardiac surgery, the patient was stable without any complications.

Manufacturer narrative:
Device avail. For evaluation, returned to manufacturer on, device returned to manufacture, device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman delivery system (wds) along with a watchman access system (was). The wds was locked inside the was as received. Blood was on the device as received. The wds was removed from the was during analysis and no implant was returned with the wds and was. The hub, valve, shaft, tip, and core wire were examined. Inspection of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-06354. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient as placed under local anesthesia instead of general anesthesia when the procedure was performed. A watchman ® laa closure device & delivery system (wds) was inserted through a watchman® access system (was). The was deep seated in the laa. During the procedure, the physician thought the positon of the first deployment was inappropriate. At the time he tried to fully recapture the closure; he observed the patient slightly moved. Contrast was injected into the laa and proved that a perforation had occurred, which led to a pericardial effusion which may have been caused by direct impact from the tines of the closure device. The closure device was immediately fully recaptured. The patient was under observation for 40 minutes and he was stable without cardiac tamponade. The patients¿ blood pressure and blood oxygen were both ok. However, the physician thought the patient should have an open cardiac surgery. After the open cardiac surgery, the patient was stable without any complications.